Manufacturer narrative:
Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens surgery, there was something under the lens. The surgeon was able to complete the case with no patient impact. Additional information has been requested.